Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced low blood glucose for approximately two hours after an infusion set change, with a documented nadir of 73 mg/dl, and no device alarms other than low glucose; the user inspected the cartridge with guidance and observed no issues, and the event was attributed to announcing a usual meal despite eating fewer carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with liquid glucose gel and recovery of blood glucose to 97 mg/dl without medical intervention or hospitalization. Investigation included user-guided troubleshooting and visual inspection of the cartridge. Investigation of this case revealed no device malfunction identified through user inspection and interaction, and the event was consistent with incorrect meal size announcement leading to insulin overdelivery relative to intake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to inaccurate meal announcement.